Event description:
While implanting the pedicle screw, two pieces of the pedicle screw driver broke off at the distal end. The surgeon disengaged the driver from the screw and removed the broken pieces. Another driver was used to complete the surgery. Less than 10 minutes was added to surgery time.

Manufacturer narrative:
Device history record reviewed. Review of device history records indicate the device was mfg to spec. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.